Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause pf peritonitis was unknown. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotic treatment for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.